Event description:
Healthcare professional reported rupture of the left device discovered by ultrasound and confirmed by MRI and capsular contracture, baker grade I. The device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture of the left device discovered by ultrasound and confirmed by MRI and capsular contracture, baker grade I. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on anterior side assessed as an unidentified (tear) opening (shell thickness was within specification). Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: black particles in the shell and gel.